Event description:
The general biomedical lead technician at the facility reported an overinfusion to the baxter sales rep on 05/15/08. The facility is holding the pump, solution bag and setup at the facility for the inspection to be done at the facility. The pt was receiving an infusion of 200mg iron sucrose complex in a #2b1302 100ml bag of .9% sodium chloride solution with lot# p204446 and expiration date 10/08. The rate of infusion was 100ml per hour and the volume was 100ml in a piggy back set-up. The pt reported to the nurse that her arm was hot and burning and the nurse checked and found that the bag had all infused in 1/2 hour instead of the full hour causing overinfusion. The pump read that 46.3ml of solution had been delivered but the piggy back bag was already empty. There was no injury to the pt and there was no medical intervention per the general biomedical lead technician at the facility. The pt was released from the facility that same day. No add'l info is available.

Manufacturer narrative:
Eval summary: the pump will be evaluated at aurora sinai in an in-house inspection. A follow-up report will be filed upon completion of the eval, or if any add'l details become available.